Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 375cc , catalog number 3502375, serial number (B)(4), lot number 6430148. Note: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate plus profile 375cc and experienced deflation on the right breast implant. The healthcare professional confirmed the deflation. As a result, the patient had undergone explantation on (B)(6) 2019.

Manufacturer narrative:
On 2/22/19, it was reported that the patient experienced capsular contracture on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2019, it was reported to mentor that the replacement device was saline mentor smooth round moderate plus profile 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/9/2019, it was reported to mentor that device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. Also it noticed several creases around the product. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 6430148 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).